Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the 3.3v electrode belt power supply had an output voltage of 2.7v the cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the low output voltage of the electrode belt power supply. The cause of the low output voltage is defective components u413 (spi can controller), u509 (load switch) and r509 (resistor) on the computer / analog (ca) board. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.